Event description:
On 19-mar-2026, a distributor reported via email that an ar-3740sp double loaded knotless knee fibertak anchor pulled out easily during use. The procedure was completed using an ar-2324kbcc biocomposite knotless swivelock anchor. This was discovered during a procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 26-mar-2026: this occurred during a let procedure. The anchor and sutures were removed from the patient. There was no case delay and no additional anesthesia administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.